Event description:
The reporter stated that the surgeon attempted to implant a toric silicone lens. The lens tore prior to insertion into the eye. No patient contact or injury. The cause of the lens tear was unknown. The reporter stated that the injector/cartridge model that was used was a "unfolder". Surgery was completed using another staar lens.